Event description:
It was reported that a patient underwent a sling procedure on an undisclosed date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and rectocele. It was reported that the patient had a concurrent procedure of a posterior repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4).